Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. H4 - device manufactured date: 14-jan-2022 corrected to 14-nov-2022. Claim #(B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vicm5_12.6 implantable collamer lens of -9.00 diopter tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).